Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the protector was attached to the vial using an assembly fixture, then the injector was attached to the protector and when an attempt was made to collect fluorouracil with the vial on top and the injector on the bottom, leakage was observed from the connection between the protector and vial and use was discontinued.

Event description:
No additional info.

Manufacturer narrative:
Samples were provided to our quality team for investigation. The product was visually inspected and no leak between the protector and vial was observed. Further evaluation identified that the needle of the protector penetrated the vial off center, causing damage to the needle that resulted in the needle detaching from the protector housing. Dimensional testing was performed on the vial and found the height of the vial cap was 6.0mm and 6.05mm which is below the recommended height. As a result, this creates a gap between the connection, creating the leak that was observed. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including leakage testing and verification all critical dimensions are within specification. As lot information for this incident was not available, a device history review could not be performed. Based on the sample investigation, the root cause of this incident is related to the incorrect vial size for the protector that was used, measuring smaller than specification. It is important to follow the instructions for use when using phaseal devices to ensure the product functions as intended.